Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/20/2025 h6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? --> no. Surgeons and scrub nurse just complained about our sutures¿ quality. - which tissue was being sutured when the event occurred? --> close peritoneum in c-section - was additional dissection required in other organs/tissues other than the target tissue? --> no - was there any change in the patient¿s post operative care due to the prolonged procedure? --> no the following information was reported: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 2 minutes, action taken when event occurred? --> replace new suture, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, if no, explain: --> when open the suture, the scrub nurse found out the suture were pull off , patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 photo investigation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a single barrier folder labeled as w9120, with an apparent detachment of the needle that does not have its original curvature. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported that there are two threads that pull off (the part connecting needle & thread) during the surgery at this morning. There were no patient consequences reported. Additional information was requested.